Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP device was not operating, which means it was not blowing air, but the power light was on, and the tube became very hot. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP device was not operating, which means it was not blowing air, but the power light was on, and the tube became very hot and melting tube. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previous report b5 was missed the information of melting tube. Now it is added.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device was not operating, which means it was not blowing air, but the power light was on, and the tube became very hot. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation pil tech was able to power on the device and confirm airflow and the heater plate heats. A known good, heated tube was attached, and before therapy was provided, the heated tube proceeded to start heating up. And observed an unknown dust contaminant on the bottom enclosure. All other parts of the device were remarkable and there was no observance of liquid ingress. Pil is able to confirm that the heated tubing was most likely getting too hot due to the shortage of q6 on the pca. Power supply, power cord, philips filter, philips ultra-fine filter, and sd card with the complaint that the heated tube gets very hot and melting. There was no error code found. The device was scrapped. In box d: device serviced by 3rdp?, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.